Event description:
The patient reportedly experienced decreased battery life, no sound, and no lock between the external equipment and the cochlear iplant. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. The patient reportedly has a thick skinflap. A revision surgery has been scheduled.

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. During explant surgery, the external equipment would not lock with the affected device, even when placed directly over the device.